Event description:
The complaint/event involved a primary plumset, 0.2 micron filter, clave y-site, pe lined tubing, 104 inch. It was reported that device intravenous tubing was leaking during a patient's infusion. There was no report of human harm.

Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint of the IV tubing was leaking could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. Section e initial reporter (full) phone: (B)(6).